Event description:
The customer reported that the system displayed a filament error message and a kilovolt on error message and the system had to be rebooted twice. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The mainframe batteries were replaced. The system was tested and found to be working as intended and put back into service.